Event description:
Per the clinic, the patient experienced abnormally short battery life and connection issues with the implanted device. Skin flap revision surgery was performed on (B)(6) 2012, to reduce skin flap thickness. The implanted device remains.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event. Implanted device remains.